Event description:
Patient with recurrent severe tremor; earlier this year, patient found that they had an open circuit only on contact 2, which is the contact that patient uses. Patient tried programming around this and got some benefit. Days later, they again tried to program around that contact; ended up with a double monopolar framing contact to with 1 and 3 being active and that provided some benefit, but was still not at all ideal; looked at contact 2 again, .....long discussion various options, battery change, extension replacement and lead replacement. Prior to their revision procedure, neurosurgery provider team contacting medtronic to see if they have ever seen anything like this situation.